Manufacturer narrative:
The condition of failure code 808:03 was confirmed through the event history due to a faulty pump head module. The pump head module was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 808:03 which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. This device utilizes user interface module master software version 5.09.90 categorized as remediated. No additional information is available.